Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator showed about 25% remaining battery life. The patient was implanted less than a year prior to this office visit. The data download of internal device data was reviewed. The battery voltage values and charge consumed from the patient's (B)(6) 2016 appointment were reviewed. The battery voltage fell below the vbat threshold with a value of 2.846 v while the accumulated charge was 9.720%. No anomalies were noted from the data on the date of implant surgery. The generator DHR was reviewed and showed all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s generator replacement surgery was completed. The explanted generator was stated to no longer be providing stimulation prior to explant. This device has not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The explanted generator was received by the manufacturer and is undergoing product analysis. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned generator. External visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. During the bench interrogation, the generator was found to be pulse-disabled and at end of service (eos). The pulse disabled byte would not reset. With the pulse generator case removed and the battery still attached to the circuit board, the battery measured 1.796 volts, confirming an eos condition. The internal device data showed that 17.326% of the battery had been consumed. Visual analysis of the printed circuit board showed contaminants on the edge of the board. With the battery removed, the printed circuit board assembly (pcba) was subjected to electrical testing. Results show that the pcba failed several electrical tests that indicated unexpected current drain. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. Subsequent electrical testing showed all tests required for proper generator function had passed. It was concluded that the remaining residual material on the pcba edge after the test tab removal during manufacturing resulted in increased current consumption and likely contributed to the premature end of life.

Event description:
It was reported that an ifi battery indicator was observed on the patient's generator. The patient was referred for generator replacement surgery. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Manufacturer narrative:
Initial report inadvertently listed wrong results code, which was supposed to be (B)(4).

Event description:
Internal investigation has shown that this incident of a 25% battery indicator was likely caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes.